Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced proactively after flow sensor calibration by the biomedical engineer appeared to correct the reported fault, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during preuse checkout. There was no report of patient involvement.